Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damaged occured. The target lesion was located in coronary vessel. A 2.75mm x 20mm synergy drug-eluting stent was advanced for treatment. However, when the device was advanced through the guide catheter, friction was encountered. The device was removed and it was noted that the distal edge of the stent was damaged. The procedure completed with another synergy stent. No patient complications were reported and the patient recovered well.

Manufacturer narrative:
Device is a combination product. Device evaluate by MFR.: synergy ous mr 2.75 x 20mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage; damage was noted to the most distal stent strut row, struts were lifted and pulled distally. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) of the tip identified tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damaged occured. The target lesion was located in coronary vessel. A 2.75mm x 20mm synergy drug-eluting stent was advanced for treatment. However, when the device was advanced through the guide catheter, friction was encountered. The device was removed and it was noted that the distal edge of the stent was damaged. The procedure completed with another synergy stent. No patient complications were reported and the patient recovered well.